Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. No reported adverse impact to the customer¿s blood glucose. The issue occurred in the past; therefore, troubleshooting could not be performed.